Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, heavily tortuous, 99% stenosed left anterior descending coronary artery. A 2.5x23mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. The sds had resistance during removal with the anatomy. A 2.5x24mm non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.